Manufacturer narrative:
Additional information: UDI and device manufacturing date provided. Correction to catalog number.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the wireless trackers on the system were out of alignment, once realigned functionality was restored. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the navigation system was unable to interface with the siemens c-arm when attempting to load an exam into the spinal application software. There was no patient present when this issue was identified. No additional information was provided.